Event description:
The user facility reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. The impella 5.0 was inserted via the right axillary artery, and the patient was transferred to the cardiac care unit for further management. During the course of support, the patient experienced frequent ectopy and runs of ventricular tachycardia, despite adjustment of the pump position to 45 cm and the administration of a lidocaine drip, which did not provide relief. Additional information noted the patient expired while still on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.